Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit 2.4 w/stop 2flute was broken, and broken piece was also returned no other issues were identified. No new additional information can be added . The dimensional inspection was performed, and it is within the specification limit. The observed condition drill bit 2.4 w/stop 2flute in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit 2.4 w/stop 2flute. While no definitive root cause could be determined, it is probable that the drill bit 2.4 w/stop 2flute was broken due to the application of unintended forces during usage. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part #: 388.394. Lot #: u141025. Manufacturing site: selzach . Supplier: (B)(4). Release to warehouse date: 26 jan 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a surgery to treat cervical damage. During the surgery, while the surgeon was adjusting screw insertion direction against the hardened bone, the drill bit tip¿s breakage. The fragmented tip was removed from the patient¿s body. Also, the torque limitation handle became out of order during rod deployment. The procedure was completed less than 30-minute surgical delay. No further information is available. Concomitant device reported: unknown screw -spine: (part# unknown; lot# unknown; quality:1). This complaint involves two (2) devices. This report is for one (1) 2.4mm drill bit/qc with 65mm stop. This is report 1 of 1 for complaint (B)(4).